Event description:
A (B)(6) female patient contacted zoll customer support to report constant check belt alarms. The patient was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check belt messages) has been confirmed. Upon evaluation, there was an open yellow (pgnd) wire in the trunk cable. The cause of the check belt messages is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is the open yellow wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. Device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor reset after firing a pulse during the pulse test and generated a service code 105 (pulse test relay stuck). The cause of the transistors q10, q13, and q16 on the defibrillator board. The root cause for the shorted transistors was unable to be positively identified. No adverse event resulted from the defective electrode belt or monitor. The patient received a replacement electrode belt and monitor. Belt sn (B)(4): 04/2013. Monitor sn (B)(4): 04/2012.